Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg? Device not returned to manufacturer. Investigation - evaluation: it was reported that a tornado platinum embolization coil deployed in the wrong location. The device was required for use as a fiducial marker for an upcoming thoracic surgery. During the navigational bronchoscopy in aps (acute pain service), the coil was deployed by the physician through a catheter; however, the coil did not deploy in the desired location. The bronchoscope visualized the coil terminating in the airway. The coil was then retrieved from the airway with forceps and was sent to pathology. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control, and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformance's relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [t_tem2_rev0] supplied with the device states the following in consideration of the reported failure mode: intended use: "tornado embolization coils and microcoils are intended for arterial and venous embolization in the peripheral vasculature." Warnings: "positioning of embolization coils and microcoils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel." Precautions: "the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed.¿ based on the available information, no product returned, and the results of the investigation, cook has concluded this failure can be traced to a failure to follow instructions. The product instructions for use state: "tornado embolization coils and microcoils are intended for arterial and venous embolization in the peripheral vasculature¿ and ¿a minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation.¿ the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
It was reported that a tornado platinum embolization coil deployed in the wrong location. The device was required for use as a fiducial marker for an upcoming thoracic surgery. During the navigational bronchoscopy in aps (acute pain service), the coil was deployed by the physician through a catheter; however, the coil did not deploy in the desired location. The bronchoscope visualized the coil terminating in the airway. The coil was then retrieved from the airway with forceps and was sent to pathology. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.